Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, after which the cgm error did not reoccur. The customer successfully started a new sensor session and planned to load a new cartridge without requiring further assistance.